Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient was found incoherent by their son in a chair. The patient got up to go to the bathroom, lost consciousness, and fell, and scraped her face due to this. The son called an ambulance and when a fingerstick was taken by the paramedics the cgm reading was 90 mg/dl, and the blood glucose reading was 40 mg/dl. The patient was treated with intravenous fluids and saline was brought to the hospital. No further treatment was reported but the patient stated that she was confused and disoriented during this time. After 5 days at the hospital, the patient was discharged. At the time of the report the patient was stable no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.